Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leakage from the rubber stopper area of two recent cartridges, with a damp cartridge chamber observed and elevated glucose despite correction boluses; the user affirmed adherence to the recommended cartridge fill and attachment steps. Symptoms included hyperglycemia. Outcomes included need for replacement supplies and interruption of normal therapy. Investigation included case intake review and user troubleshooting guidance related to cartridge filling, connector attachment after cartridge insertion, and single-use practice. Investigation of this case revealed evidence consistent with a leaking cartridge assembly, resulting in under-delivery of insulin. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to the cartridge seal.